Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1900179 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during op, customer tried to close the clip but it did not lock. Customer replaced it with other ae05ml to finish the procedure. There is no medical intervention and the patient was fine.